Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hemostasis of an endoscopic submucosal dissection, the subject device was used. The user activated output with the subject device but could not activate. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the failure of the output.